Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported buttons were not responding. Customer also reported that display screen was freezing and insulin pump received a battery out limit alarm. Customer reported to have gone hiking and the weather was very hot and humid. Customer's blood glucose was 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.